Event description:
Pt, with head trauma, arrived at emd and required intubation to establish a patent airway. While attempting to establish the airway using a plastic laryngoscope blade, the light on the scope kept going out. It was determined that the blade was bending with normal pressure. The plastic blade was the straight blade. Once a metal blade was used, rptr had no problem visualizing and establishing an airway.